Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of four for the same event, reference 3003853072-2016-00038 through 3003853072-2016-00040.

Event description:
It is reported the screwdriver broke during the final tightening step and several blockers broke when the surgeon tried to tighten them.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report four of four for the same event, reference 3003853072-2016-00038-1 through 3003853072-2016-00040-1.

Manufacturer narrative:
The returned device was visually examined and found to be broken in the thread area. There were no indications of manufacturing issues which would have contributed.